Event description:
A power source alert 07 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the caller to plug the wall adapter into a working outlet and wait at least 30 minutes, after which the pump began charging.